Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. Run files have not been provided as of 12/3/21. The customer's device and suspected false positive results were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us12474, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# us12451 for suspeced false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.